Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure flow and preimplantation testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. The returned valve did not meet the requirements for leak testing due to a tear noted in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-implantation patency testing, there was saline leaking from the top of the delta chamber of the valve. The valve was to be replaced and there was no injury to the patient.